Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis found the device to be pacing at rrt (recommended replacement time) parameters. The device lasted less than its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device for received and bol (beginning of life) battery voltages. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Further analysis of the battery found no problems with the cell.

Event description:
The device was replaced due to premature battery depletion. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.